Event description:
On (B)(6) 2023, during use of an oscillating ventilator, somehow the circuit came loose at the connection between 22mm adaptor and the one-way valve. The circuit was setup correctly, there was no appreciated device defect, and a connection issue could not be replicated when the ventilator and the same brand and type of circuit was used upon a post-event evaluation. The pt involved in this event experienced approx a 30-second timeframe of the ventilator alarming before the disconnected circuit was discovered and corrected. The pt exhibited bradycardia followed by a pea arrest and death.